Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using two prostyle devices after a percutaneous coronary intervention procedure that ended up being a diagnostic with a 6f sheath. Reportedly with the first prostyle device, the marker lumen was successfully flushed with saline prior to use. However, there was no bleed back. A new prostyle device was attempted. The footplate failed to fully open during step 1 and failed to fully close during step 4. The footplate was not visualized to be opposed to the vessel wall. The device was then relaxed within the vessel and tried to open and close the footplate 3 times before removing the device from the vessel. Resistance was met, then the device was forced out of the vessel. Upon device removal, the footplate was not fully closed. Manual compression was applied to achieve hemostasis. There was no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. The foot plate is made of plastic and is small sized, which can impact visibility under ultrasound. This likely contributed to the reported ¿footplate was not visualized to be opposed to the vessel wall¿. The information provided stated ¿he did feel the device stop at the vessel wall but didn't feel comfortable deploying because the footplate was not fully visualized¿ which indicates the foot was fully deployed. Additionally, since the foot was cycled multiple times, this may have contributed to foot plate not fully closed as reported. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.